Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains/pain') and genital haemorrhage ('heavy bleeding/constantly bleeding') in a 27-year-old female patient who had essure (batch no. 685785) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 230 lbs. (B)(6) 2010, hysterosalpingogram were performed. Previously administered products included for an unreported indication: pill. Concurrent conditions included obesity. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)") and headache ("migraines/headaches"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In 2010, the patient experienced nausea ("nausea") and dysgeusia ("metal taste in her mouth"). In (B)(6) 2010, the patient experienced rash ("rashes") and weight fluctuation ("weight gain/weight loss( specify which one)") and was found to have weight increased ("weight gain"). In 2011, the patient experienced fatigue ("fatigue") and the first episode of alopecia ("hair loss"). In 2012, the patient experienced muscle spasms ("muscle spasms"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping /cramp"), the second episode of alopecia ("hair loss"), dyspareunia ("pain during intercourse") and skin disorder ("rashes or skin conditions"). The patient was treated with surgery (she underwent partial hysterectomy and salpingectomy to remove essure in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, nausea, rash, dysgeusia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, headache, fatigue, muscle spasms, weight fluctuation and weight increased had resolved and the genital haemorrhage, abdominal pain lower, the last episode of alopecia, migraine, dyspareunia and skin disorder outcome was unknown. The reporter considered abdominal pain lower, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, nausea, pelvic pain, rash, skin disorder, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: (B)(6) 2010, hysterosalpingogram (results not mentioned). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: results:total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information were updated. Event : weight gain were added. Outcome of the event pelvic pains/pain, rashes, nausea were updated. Event verbatim were updated as pelvic pains/pain. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains") and genital haemorrhage ("heavy bleeding/constantly bleeding") in a 27-year-old female patient who had essure (batch no. 685785) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 230 lbs. Previously administered products included for an unreported indication: pill. Concurrent conditions included obesity. In april 2010, the patient experienced migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)") and headache ("migraines/headaches"). On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In 2010, the patient experienced nausea ("nausea") and dysgeusia ("metal taste in her mouth"). In september 2010, the patient experienced rash ("rashes") and weight fluctuation ("weight gain/weight loss( specify which one)"). In 2011, the patient experienced the first episode of alopecia ("hair loss"). In 2012, the patient experienced muscle spasms ("muscle spasms"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping /cramp"), the second episode of alopecia ("hair loss"), dyspareunia ("pain during intercourse"), fatigue ("fatigue,") and skin disorder ("rashes or skin conditions"). The patient was treated with surgery (she underwent partial hysterectomy and salpingectomy to remove essure in oct-2015). Essure was removed in october 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, nausea, the last episode of alopecia, rash, migraine, dyspareunia and skin disorder outcome was unknown and the dysgeusia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, headache, fatigue, muscle spasms and weight fluctuation had resolved. The reporter considered abdominal pain lower, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, nausea, pelvic pain, rash, skin disorder, vaginal haemorrhage, weight fluctuation, the first episode of alopecia and the second episode of alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - in july 2010: results:total bilateral occlusion.. Most recent follow-up information incorporated above includes: on(B)(6)2018: pfs received. Lot number was added. Product indication updated.reporter's information, patient's demographics was added. Added event abnormal bleeding (vaginal, menorrhagia), headaches, dysmenorrhea (cramping), fatigue,weight gain / loss specify which one, hair loss, muscle spasms,skin disorders. Concomitant condition, historical drug was added. Updated outcome of events. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains") and genital haemorrhage ("heavy bleeding/constantly bleeding") in a 27-year-old female patient who had essure (batch no. 685785) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 230 lbs. Previously administered products included for an unreported indication: pill. Concurrent conditions included obesity. In (B)(6) 2010, the patient experienced migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)") and headache ("migraines/headaches"). On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In 2010, the patient experienced nausea ("nausea") and dysgeusia ("metal taste in her mouth"). In (B)(6)2010, the patient experienced rash ("rashes") and weight fluctuation ("weight gain/weight loss( specify which one)"). In 2011, the patient experienced the first episode of alopecia ("hair loss"). In 2012, the patient experienced muscle spasms ("muscle spasms"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping /cramp"), the second episode of alopecia ("hair loss"), dyspareunia ("pain during intercourse"), fatigue ("fatigue,") and skin disorder ("rashes or skin conditions"). The patient was treated with surgery (she underwent partial hysterectomy and salpingectomy to remove essure in (B)(6)2015). Essure was removed in (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, nausea, the last episode of alopecia, rash, migraine, dyspareunia and skin disorder outcome was unknown and the dysgeusia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, headache, fatigue, muscle spasms and weight fluctuation had resolved. The reporter considered abdominal pain lower, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, nausea, pelvic pain, rash, skin disorder, vaginal haemorrhage, weight fluctuation, the first episode of alopecia and the second episode of alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - in (B)(6)2010: results:total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), nausea ("nausea"), alopecia ("hair loss"), rash ("rashes"), migraine ("migraines"), dysgeusia ("metal taste in her mouth") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (she underwent hysterectomy and salpingectomy to remove essure in (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, nausea, alopecia, rash, migraine, dysgeusia and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, alopecia, dysgeusia, dyspareunia, genital haemorrhage, migraine, nausea, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: confirmed that coils had occluded fallopian tubes incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.